Manufacturer narrative:
The investigation determined the issue is consistent with insufficient user maintenance. The service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer replaced the mixing tower, sodium electrode, and system reagents. The engineer checked the ise fluidics. No further issues occurred after these actions. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas integra 400 plus analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 142 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 91 mmol/l.